Event description:
It was reported by the rep that during a primary gamma nail case, used for trochanteric fracture of the femur done on (B)(6), expired drill bit was used.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product was discarded.

Manufacturer narrative:
Product inquiry states the drill to be the subject product. No further associated products were reported. The item was not returned to stryker (B)(4) as it was discarded. A review of the DHR revealed no discrepancies, in particular in the labelling process. The device reported was documented as faultless prior to distribution. The DHR contain a copy of the label set (label for packaging and patient record label). All labels indicate end of shelf life by (end of) (B)(6) 2012. The sterility expiration date was exceeded by approx. 2.5 years (expiry date on label: november 30, 2012; date event occurred: (B)(6) 2015). In the case presented an apparent expired drill was used in surgery, which is considered off-label use and which is beyond the manufacturer¿s control. Thus, evaluation indicates the event being op-staff related. Based on the above facts the reported event is not linked to a deficiency of the device but is rather related to off-label use. No non-conformity was identified.

Event description:
It was reported by the rep that during a primary gamma nail case, used for trochanteric fracture of the femur done on (B)(6) at (B)(4) hospital, expired drill bit was used.